Manufacturer narrative:
Manufacturers ref# (B)(4). Technical investigation concluded: a device history register review have been completed. No deviation or changes were found during manufacturing of the device. No investigation performed on actual device. Investigation result from trended case: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: results from internal investigation showed that the charger works fine when charging from charger's internal battery, meaning that the malfunction is purely a breakdown of the micro usb connector and port. The connector was deemed broken, suggesting user has (not intentionally) misused it while inserting the cable. Based on these results from previous evaluations, clinical conclusion on this case is that there is a potential risk of heat dissipation based on the findings. Clinical evaluation of the event: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. In this case, a burn was reported but was mild enough for the end user to deny seeking medical attention. Clinical conclusion on the case is that, even though unpleasant, risk of high temperature and burn are mitigated by extensive safety testing according to standards according to master risk list. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: risk analysis included in #(B)(4), risk ID t.1-3a, the residual risk after the risk control measure(s) is acceptable. Risk will update to include warning/caution to the users. Based on the above information the case is still considered reportable as the event / incident did lead to, or might led to, death or a serious injury.

Event description:
Patient reported quattro charger melted at charge port. The charger is a micro-usb premium quattro charger purchased in august 2019, and has not been in for service until now. Incident occurred on or around (B)(6) 2022 and was reported to the clinic the same day. The charger was received for repair on september 14. Patient reports that she had the charger plugged in using the original charge cord. The standard usb side of the cable was plugged directly into a usb outlet (a computer or usb wall outlet). She reported smelling burning plastic. She touched the standard usb end of the cable and unplugged it, and reported that it was very hot and she burned her fingers while touching the charger cable. No broken skin was reported and the patient did not seek medical attention. The clinic did not see the burned area. The patient then inspected the micro-usb side of the cable and noticed it looked melted and burned. The clinician stated that it is unlikely that the patient inserted the cable upside down into the charger, but does not know for sure. Original equipment was used. Rechargeable batteries used.